Event description:
It was reported when using the pyxis medstation es system that it had a drawer failure, device not detected on bus. The customer reported an issue that there was a delay in dispensing medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a pyxibus cable that was partially disconnected. The field service engineer reseated and replaced the pyxibus cable and also replaced the comm sled to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.